Event description:
It was reported that a drill broke during use. The fragments were recovered. No fragments remain in the patient's body.

Manufacturer narrative:
Zimmer biomet (B)(4). G2: foreign source: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This report is being submitted to update additional information in sections b4, b5, e1, e2, e3, g3, g6, h2, h11.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) ¿ drill. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show signs of attempted use including marking and scratching on the drill surface. Further inspection shows that the drill has fractured. The fractured tip shows very heavy marking and scratching on its surface. The complaint is confirmed. A determination cannot be made as to what caused the drill tip to fracture. Review of the certs identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found that would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in sections b4, b5, g3, g6, h2, h3, h4, and h11.